Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 97 mg/dl. Troubleshooting was performed. Customer received the alarmed during rewinding and priming. Customer reported that the drive supported was sticking out. Customer states force sensor did not detect the reservoir while sitting. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. No unexpected compromised forced sensor alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. No e70 alarm on alarm history screen.